Manufacturer narrative:
The device history record (DHR) of the last three shipments of the 61152-100 drill were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As a result of the above and the fact that no device was returned for evaluation and further information is missing, this complaint is deemed unconfirmed. Device was used for thumb repair. The drill was roughly a quarter of the way in the bone when the surgeon told the drill bit had broke. The break was clean and both pieces were retrieved from the patient. Following this incident, dr (B)(6) used a competitors hcs set for the remainder of the case. The competitors set was readily available and there was no delay to the surgery.

Event description:
It was reported that a cannulated drill broke intra-operatively. No delay in surgery.